Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during testing, the pump was powered on and emitted a call service 069 call service alarm immediately. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the threads on the returned battery cap were stripped and were unable to secure to the pump. A test battery cap was used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 069) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.